Event description:
It was reported that approximately one month post port placement procedure, the port allegedly had a leakage. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue implantable port attached to a catheter segment was returned for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. No visual anomalies were noted on the device except for a complete circumferential break with striations on the surface of the break, therefore it is considered as intentional tool damage to cut the catheter. During functional evaluation, both the port and the catheter segment was patent to infusion and aspiration without issue. However, the investigation is inconclusive for the reported fluid leak issue as the distal catheter segment was not returned for evaluation and the exact circumstances at the time of the reported event are unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 06/2022).